Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient perceived inappropriate atp for svt, but av interval determined vt and overrode other discriminators. The patient did not receive any hv shocks, or experience any symptoms. Programming change were recommended. Further actions will be discussed with a physician.